Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Reported by user outside the us. Report reference (B)(4). The issue occurred during calibration in operational mode with no harm to patient, user or third party. Nevertheless, the event could have led to deficiency of oxygen if it were to recure during ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user if it were to recur. Therefore, the event has been deemed to be a reportable event.

Event description:
After the ventilator is started, the oxygen sensor calibration fails.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Reported by user outside the us. Report reference (B)(4). A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event during device calibration due to the failure of the o2 mixer valve assembly. There was no patient or user harm.

Event description:
After the ventilator is started, the oxygen sensor calibration fails.